Manufacturer narrative:
(B)(4). The reported problem of f38 was confirmed during on-site evaluation. The force sensing resistors (fsr's) found to be damaged and were replaced to resolve the reported condition. If additional relevant information is received, a follow-up will be submitted.

Event description:
It was reported that a 38 failure code occurred with a flogard infusion pump upon power up. There was no patient involvement. No additional information is available.